Event description:
Baxter (B)(6) received report from (B)(6) of a solution administration set in which the operator observed a foreign body in the unknown location of the set. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. If additional, relevant information or samples become available, a follow-up report will be submitted.